Event description:
Legal claim that pt underwent bilateral knee surgery due to osteolysis and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records for the reported revised right knee component did not reveal any anomalies. Review of the device history records for the reported revised left knee component was not possible, as the product code and lot number were not reported. The investigation could not verify or draw any conclusions about the root cause of the reported event. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product code is a discontinued item.